Event description:
It was reported that the patient was hospitalized after receiving inappropriate shocks due to the lead having noise. Lead integrity alert (lia) was installed, the ventricular fibrillation (vf) zone was increased, and detections were turned off. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the proximal conductor fractured. It was noted that there were several conductors that had blood/body fluid (not obstructed), the outer tubing overlay had blood/body fluid and was breached cut, the outer insulation was breached cut and had cosmetic depression. (B)(4) performance data collected from the device was analyzed and revealed sensing - interference/noise, ventricular short interval counts of v-sic=466.7 counts average/day, in 1.86 days, between (B)(6) 2012 and (B)(6) 2012. There was sensing - oversensing, 14 - ventricular non-sustained tachycardia (nst) episodes <=210 ms between (B)(6) 2012 and (B)(6) 2012, 6 - ventricular fibrillation (vf) episodes <=210 ms average v-cycle on (B)(6) 2012 in the timeframe between 09:19:06 and 18:24:13. The std review showed that a lead integrity alert triggered and 1 - patient alert for a lead failure predictor on (B)(6) 2012.